Event description:
In 2005, a rep from hosp called to report the following test results on a pt: the sample tested at their lab on the genetic systems hiv-1/hiv-2 plus o eia kit gave a result of non-reactive. The sample was tested by a reference lab and was reported as positive for hiv viral load. A retest of the original pt sample and a second sample drawn 2 days later yielded a non-reactive result on both samples when tested with the genetic systems hiv-1/hiv-2 plus o eia kit. Samples were tested on another manufacturer's hiv-1 antibody test with a non-reactive result. The customer subsequently stated that 2 months later, the second sample also tested positive for hiv viral load. The customer also stated that the physician stated that this was a high-risk pt who may be seroconverting.